Event description:
It was reported while in the prone position, a kink happened in the tube and patient was not ventilated sufficiently. The doctor intervened immediately and changed the endotracheal tube.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Per the info received, the endotracheal tubes were immediately replaced with a different brand of tubes. Additional info has been requested, however, no info has been provided to date. Should additional info become available, a follow-up report will be submitted. Note: issue occurred on (B)(4) separate cases. A separate 3500a form has been completed for the other (B)(4) cases.